Manufacturer narrative:
One actual sample was returned for evaluation. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The applicator shows a yellowish color on the bulb. The filter is purple in color due to contact with formulation. Remnant of formulation is observed in the exit channel and outside the bulb. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing. When pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The information for use states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: was it difficult to break the ampoule (was extra force needed to break the ampoule)? No information. Was the ampoule crushed repeatedly? Yes, the ampoule was crushed twice by the surgeon. Did the glass penetrate the user¿s skin? Yes, it did. What was done to treat the shard penetration? No information. Was medical or surgical intervention required? No information. What is the status of the surgeon injury today? No information.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2017 and topical skin adhesive was used. During the surgery, when the surgeon tried to used the product, he felt there was a protrusion on the applicator. The surgeon pressed the applicator and cut his thumb on the protrusion. Then, when he pressed the applicator with his both hands, he cut the other thumb as well. No information was provided on how the surgeons cut was treated. Additional information was requested.